Event description:
(B)(4) .

Manufacturer narrative:
The device is currently being returned to the manufacturing facility located in sydney australia for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4) .